Event description:
Event [preferred term] (related symptoms if any separated by commas) pen broke [device breakage]. Case description: study ID: (B)(6)-innovex pen educator org. Study description: trial title: patient education on using of devices for both insulin and growth hormone (durable and disposable devices). The patient's height, weight and body mass index were not reported. This serious solicited report from turkey was reported by a pharmacist as "pen broke(device breakage)" with an unspecified onset date , "pen fell on her and the pen got stuck in her eye(injury associated with device)" with an unspecified onset date , "pen got stuck in her eye(eye injury)" with an unspecified onset date , "scratched her eyelid(eyelid injury)" with an unspecified onset date and concerned a female patient who was treated with novopen 6 (insulin delivery device) from unknown start date for "diabetes mellitus", current condition: diabetes mellitus (type and duration not reported). Concomitant medications included - ryzodeg penfill 100 u/ml (insulin aspart 1.05 mg/ml, insulin degludec 2.56 mg/ml), jardiance(empagliflozin), ipravent [ipratropium bromide] (ipratropium bromide), ecopirin (acetylsalicylic acid). On an unknown date novopen 6 fell on patient and the pen got stuck in her eye and scratched her eyelid. The pharmacist stated that the patient dropped her novopen 6 pen while fainting and that her pen broke as well (did not know exactly which part of the pen broke). The patient did not associate the side effect she experienced with the product. There was no request for a product review. Batch numbers: novopen 6: has been requested. The outcome for the event "pen broke (device breakage)" was not reported. The outcome for the event "pen fell on her and the pen got stuck in her eye (injury associated with device)" was not reported. The outcome for the event "pen got stuck in her eye (eye injury)" was not reported. The outcome for the event "scratched her eyelid (eyelid injury)" was not reported. Reporter's causality (novopen 6) - pen broke (device breakage): unlikely, pen fell on her and the pen got stuck in her eye (injury associated with device): unlikely, pen got stuck in her eye(eye injury) : unlikely, scratched her eyelid (eyelid injury) : unlikely. Company's causality (novopen 6) - pen broke (device breakage): possible pen fell on her and the pen got stuck in her eye (injury associated with device) : unlikely pen got stuck in her eye(eye injury) : unlikely, scratched her eyelid(eyelid injury) : unlikely. This report is for a foreign device that is assessed as "similar" to us marketed novopen echo. Preliminary manufacturer's comment: 19-dec-2024: the suspected device has not been returned to novonordisk for investigation. No conclusion is reached.